Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ongoing thoracotomy and driveline infection on (B)(6) 2020. The patient had no symptoms and has ongoing antibiotic suppression with cephalexin and minocycline. The device operated as expected.

Manufacturer narrative:
Section h5: correction. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the patient care and management section of this IFU and in various sections of the patient handbook. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19mar2019. Heartmate 3 lvas IFU section 1 of the IFU, ¿introduction¿, lists all adverse events, including infection (local, driveline and pump pocket) that may be associated with the use of the heartmate 3 left ventricular assist system. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection and how to care for the driveline exit site, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.